Event description:
It was reported during ipg replacement procedure, diagnostic testing revealed the lead had high impedance. The lead was explanted during the procedure on (B)(6) 2025 to ensure the patient was able to enter MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.